Event description:
The surgeon was attempting to insert a competitor's lens using the msi-pm injector and the lens leading haptic bent back and was missing. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound. The cause of the lens haptic bending and missing was due to the injector.

Manufacturer narrative:
H6:method: a lot number search was performed for the injector and cartridge. Results: a injector lot number search was performed and no similar complaints were found within the search. A cartridge lot number search was performed and two similar complaints were found within the search.